Event description:
Subsequent to the previously filed medwatch, additional information was received that stated the patient is stable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported aneurysm and pain are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR from abbott vascular because boston scientific corporation distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post stenting of the left anterior descending artery with a promus and left circumflex artery with a non-abbott stent on (B)(6), 2011, the patient presented on (B)(6), 2011, with pain. Angiogram revealed aneurysms along the length of both stents. No further treatment was done. The patient will return at a later date for evaluation. No additional information was provided.